Manufacturer narrative:
It was identified during bench testing that the mx40 1.4 ghz smart hopping device did not produce sound. Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced no sound and the speaker was defective. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The speaker was replaced. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required.

Event description:
During the evaluation of the mx40 monitor at bench repair, it was identified that no sound was coming from the device. The device was not in use monitoring a patient at the time of the reported issue. No adverse event was reported.

Manufacturer narrative:
The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
During the evaluation of the mx40 monitor at bench repair, it was identified that no sound was coming from the device. It is unknown if the device was in use monitoring a patient at the time of the reported issue. No adverse event was reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.